Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction with signs of infection on the same day a sensor was inserted into the arm. Prior to insertion, the site was prepped with alcohol. Following insertion, the patient developed redness, rash, inflammation/swelling, infection, and eventually a scar at the needle puncture site. On (B)(6) 2025, the patient consulted a physician via a virtual visit and was prescribed an oral antibiotic (cefalexin, dosage unspecified). At the time of the report, the patient was reported to be doing well and in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.